Event description:
Reporter stated that she was implanted with essure in (B)(6) 2014. Shortly after she started experiencing various symptoms which include heavy periods, cramping as if labor, hot flashes, migraines, and insomnia. She had two ovarian cysts of which one was taken out on (B)(6) 2015. "Need to remove this thing, but no one would help".